Event description:
Pt was scheduled for an appendectomy and had a possible anaphylactic event secondary to latex exposure in the operating room. Pt had wheezing, desaturations and was intubated upon arrival in the ICU. The latex source has not been identified.